Event description:
It was reported that fluoroscopy showed a clavicle crush on the right atrial (ra) lead and the lead is suspect of a fracture. The lead exhibited high impedance. The lead was partially extracted with the remaining capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. (B)(4).